Manufacturer narrative:
(B)(4). Any additional information that is provided by the customer will be included in a follow-up report. (B)(4). At this time, carefusion has not received the suspect device component for evaluation.

Event description:
The customer reported the oxygen blender on the avea ventilator was not working properly. The device did not deliver the set fractional of inspired oxygen (fio2). The customer performed a blender calibration but the issue was not resolved. The customer reported no patient involvement or allegation of patient harm.